Event description:
It was reported to philips that the display had lines in the screen. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty display and display cover. Based on the conclusion of the investigation, it was determined that this was a malfunction of the display and display cover. The display and display cover were replaced and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device had a display issue. There was no patient involvement.